Event description:
Additional information received indicated diagnostic imaging was performed and the lead was noted to be stretched. No additional intervention was performed and the patient was in stable condition.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. Lead provocation testing was performed and the event was not reproducible. Insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.